Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (intermittent power) issue. Reportedly, the pump had intermittent power. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 11/02/2016 device evaluation: the device has been returned and evaluated by product analysis on 10/12/2016 with the following findings: no power loss was confirmed in the black box. The pump's black box verified multiple call service 054 alarms on (B)(6) 2016. The pump booted with audible and vibrations but the screen remained blank. There was evidence of moisture visible through the display lens. The pump failed a leak test due to a case crack. There was evidence of moisture corrosion located on multiple printed circuit board components. Of the device.